Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ pen needle was missing the needle tip and caused elevated blood glucose. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that there was no needle tip on the current pen and the patient experienced elevated blood glucose. The patient received insulin lispro (rdna origin) (humalog 100u/ml) via cartridge formulation, through a reusable device humapen luxura hd (half dose), subcutaneously, beginning approximately in (B)(6) 2020 (as reported for 10 months). Dosage regimen and indication for use was not provided. Since an unknown date, humapen luxura hd did not release insulin for one week and he did not received insulin due to this ((B)(4) /lot number 1808g01). On (B)(6) 2021, his blood glucose was elevated on 500 (units and reference ranges were not provided) and he was hospitalized. On (B)(6) 2021, he was discharged. Further information regarding corrective treatment and outcome of events unknown. As of (B)(6) 2021, therapy status of insulin lispro was discontinued due to broken pen. It was unknown therapy would be restarted. It was noted that bd microfine needle tip was being used and there was no crashing or falling down at pen. Furthermore, there was no needle tip on the current pen; information related to usage of needle tip was provided, the needle attaching point was controlled, and it was noted that there was a swelling. Troubleshooting was performed via attaching a needle tip after setting the dose as 6 iu; however, the pen did not give drug. Follow would not be possible as reporter chooses not to be contacted further for additional information and hcp contact information was not provided. Verbatim: the patient received insulin lispro ...through a reusable device humapen luxura hd (half dose), subcutaneously...it was noted that bd microfine needle tip was being used and there was no crashing or falling down at pen. Furthermore, there was no needle tip on the current pen; information related to usage of needle tip was provided, the needle attaching point was controlled, and it was noted that there was a swelling. Troubleshooting was performed via attaching a needle tip after setting the dose as 6 iu; however, the pen did not give drug. Follow would not be possible as reporter chooses not to be contacted further for additional information and hcp contact information was not provided. The operator of the reusable humapen luxura hd device and his/her training status was not provided. The general reusable humapen luxura hd device model duration of use was unknown and the suspect device duration of use was approximately 10 months as it was started approximately in (B)(6) 2020. It was noted that the pen was requested and a new pen was sent; however, the humapen luxura hd associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide relatedness of events with insulin lispro treatment and did relate the events with suspect device humapen luxura hd.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was missing the needle tip and caused elevated blood glucose. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that there was no needle tip on the current pen and the patient experienced elevated blood glucose. The patient received insulin lispro (rdna origin) (humalog 100u/ml) via cartridge formulation, through a reusable device humapen luxura hd (half dose), subcutaneously, beginning approximately in (B)(6) 2020 (as reported for 10 months). Dosage regimen and indication for use was not provided. Since an unknown date, humapen luxura hd did not release insulin for one week and he did not received insulin due to this (pc 5448645/lot number 1808g01). On (B)(6) 2021, his blood glucose was elevated on 500 (units and reference ranges were not provided) and he was hospitalized. On (B)(6) 2021, he was discharged. Further information regarding corrective treatment and outcome of events unknown. As of (B)(6) 2021, therapy status of insulin lispro was discontinued due to broken pen. It was unknown therapy would be restarted. It was noted that bd microfine needle tip was being used and there was no crashing or falling down at pen. Furthermore, there was no needle tip on the current pen; information related to usage of needle tip was provided, the needle attaching point was controlled, and it was noted that there was a swelling. Troubleshooting was performed via attaching a needle tip after setting the dose as 6 iu; however, the pen did not give drug. Follow would not be possible as reporter chooses not to be contacted further for additional information and hcp contact information was not provided verbatim: the patient received insulin lispro ...through a reusable device humapen luxura hd (half dose), subcutaneously...it was noted that bd microfine needle tip was being used and there was no crashing or falling down at pen. Furthermore, there was no needle tip on the current pen; information related to usage of needle tip was provided, the needle attaching point was controlled, and it was noted that there was a swelling. Troubleshooting was performed via attaching a needle tip after setting the dose as 6 iu; however, the pen did not give drug. Follow would not be possible as reporter chooses not to be contacted further for additional information and hcp contact information was not provided. The operator of the reusable humapen luxura hd device and his/her training status was not provided. The general reusable humapen luxura hd device model duration of use was unknown and the suspect device duration of use was approximately 10 months as it was started approximately in (B)(6) 2020. It was noted that the pen was requested and a new pen was sent; however, the humapen luxura hd associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide relatedness of events with insulin lispro treatment and did relate the events with suspect device humapen luxura hd.